Event description:
All of my health problems started about 6 months after I received mentor silicone breast implants on (B)(6) 2011. It started with irritability, anxiety, chronic fatigue, lack of sex drive, and hair loss. It progressed to ibs (gas bloating, loose stool, frequent bowel movements, abdominal pain), insomnia, racing heart at rest, heart palpitations, night sweats, racing mind, exercise intolerance, stress intolerance, chemical/sound/light sensitivity, shortness of breath, chest pain, menstrual irregularities, dysmenorrhea, headaches, blurred vision, inability to learn new information, brain fog, forgetfulness, inability to concentrate, poor word recall, skin rashes, weight gain, food intolerances, infertility, and panic attacks, among other things. I was diagnosed with chronic lyme disease, hormone imbalance, endometriosis, sibo, candidiasis, dysbiosis, parasites, hashimoto¿s disease. I had to have excision surgery for the endometriosis, which was stage 4 with bowel involvement. I lost part of my bowel, my left fallopian tube, and one third of my vagina because of this. It required extensive surgery lasting 8 hours and a 3 day hospital stay. I didn¿t have a single symptom or health problem before the breast implants were placed. Six months later, I was literally fighting for my will to live. I explanted on (B)(6) 2017, exactly 6 years later and my symptoms all resolved within 6 months. I am no longer suffering and am again in picture perfect health. As far as I¿m concerned, those implants stole 6 years of my life.